Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm and out of range issues occurred. At the time of the event the issue was not occurring; therefore, no troubleshooting could be performed. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.